Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgery today, the head detached inside the patient.